Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent an unknown procedure to treat an unconsolidated fracture, osteomyelitis due to a 14-hole wide straight locking compression plate (lcp) that was broken into 2 parts. The plate was originally implanted on (B)(6) 2017. A new lcp was implanted in the femur on (B)(6) 2018. There was no surgical delay reported. The procedure was successfully completed. Patient status was unknown. This complaint involves eight (8) devices. This report is 8 of 8 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part: 412.218, lot: 3761728. Manufacturing location: mezzovico, release to warehouse date: apr 04, 2011. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Product investigation was completed. It was visually observed that the shows surface scratching and thread wear consistent with implant and subsequent explant. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no allegation of device defect, deficiency or surgical technique error associated with this complaint. Date of report : this date was inadvertently reported as 10/11/2018 in the initial report. The correct date is 8/30/2018 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in chile as follows: it was reported that on (B)(6) 2017, patient underwent implant procedure. Post-operative, on (B)(6) 2018, patient underwent an unknown procedure to treat an unconsolidated fracture. Patient was diagnosed with pseudarthrosis and osteomyelitis. A deformity of the limb was noticed by the surgeon and an x-ray on the affected site revealed a broken plate. During the surgery, a locking compression plate (lcp) broken in two parts and eleven (11) intact screws were removed. A new lcp was implanted in the femur. Procedure was completed successfully with no delay. Patient outcome is unknown. This incident involves twelve (12) devices. (B)(4) captures ten (10) devices and (B)(4) captures remaining two (2) devices. This report is for one (1) locking screw. This is report 10 of 10 for (B)(4).